Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a painful pocket and that the device was non-functioning for over two years. The device was explanted and not replaced. No patient complications have been reported as a result of this event.